Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was further reported that there was also inhibition of pacing due to a loose setscrew on the device header. The patient was taken to the cath lab while being externally paced to fix the set screw. The device remains in use and the physician elected to cap and replace the rv lead.

Event description:
It was reported that during change out, it was noted the high voltage "b" of the lead was nicked and repaired with medical adhesive. Now there was oversensing and noise on the pace/sense portion of the right ventricular (rv) lead resulting from loose connection in the header of the device. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).